Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they went to the hospital to have an MRI today and they had to have their device turned off so they could do the MRI. The patient said the nurses had a tough time getting the handset and communicator to connect to each other to turn back on the stimulation. The agent had the patient reset the communicator 3 times and once attempted to use the handset and realized the patient was using the bladder stimulator equipment. The agent clarified which unit the patient was having trouble with and the patient stated the bladder stimulator. The agent reviewed they would need to transfer the patient to the pelvic health patient services (ps) line. The patient stated their pain system was connected and back on however the bladder stimulator was not. The agent reviewed that the patient was using the wrong equipment for their pain device. The agent transferred the patient to the correct department however the patient hung up during transfer. The agent stated they would make an outbound call to the patient. Additional information was reported from the patient. The patient reported that they had an MRI of their ankle and it had been extremely hard to get the communicator connected with the implant to put the implant into MRI mode. The patient said after about 14 attempts and going outside of the hospital, they were finally they were able to get the implant into MRI mode. The patient needed assistance exiting MRI mode. Ps walked the patient through successfully exiting MRI mode and therapy was turned back on.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.